Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum. On (B)(6) 2024, the nurse successfully placed a closed intravenous (IV) needle, and after withdrawing the needle cartridge, venous blood overflowed from the needle's isolation plug. The nurse adsorbs the overflowed venous blood with a dry swab, disinfects the skin within the cannula with an iodine-vapor swab, adheres and seals the cannula according to specifications, and communicates with the mother to explain the situation.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample or photo was received for the complaint. 2. DHR/bhr review lot#: 4080076. 1. The products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1. 10 pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2. The plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to this defect, the plant has launched a corrective action to trace and investigate the root cause.